Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed the scope couldn't be detected. It is presumed that this was due to the failure of a detecting slide of the output socket. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source had an output socket issue and needed socket repairs. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.